Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. During analysis, the device was found in backup operation. After the device was restored from backup mode, functional testing was performed and found to be normal. The backup operation could not be reproduced. The cause of the reported event could not be determined. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
This is a report to advise of an event observed during analysis.